Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings. The ess visited the user facility on march 15, 2018 to observe the facility¿s reprocessing practice and to provide a reprocessing training. No reprocessing deviations noted during the visit. The cause of the reported positive culture could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information from the user facility. The user facility further reported all of the user facility's ercp and eus scopes are being routinely cultured. This scope was brush/flush cultured in tween. The disinfectant solutions in use are medi choice enzymatic pre-soak and cleaner, medivator rapicide. The effective concentration is being checked each time a scope is run through their high level disinfection machine. The user facility uses medivator as their automated endoscope reprocessor (aer) of which no problems have been noted. All of the aer¿s listed have preventative maintenance performed every three months. The channel of the scope is being brushed during manual cleaning with single-use olympus and us endoscopy brushes. All reprocessing personnel are properly trained and have had no changes in personnel since the last olympus on-site visit in january 2017. The scopes are being stored vertically in a scope cabinet. As part of our investigation, the scope was sent to an independent laboratory for ethylene oxide (eto) sterilization and was returned to olympus for a device evaluation. A visual inspection on the scope found no evidence of foreign objects/ material/substance or stains on the external components of the scope. A thin diameter borescope was used to inspect inside the biopsy channel/port, the suction channel/port, air/water port and nozzle but no signs of foreign substance/materials or stains were observed. There was no note of missing parts from the scope. In addition, the scope passed the leak test. The scope will be serviced and returned to the user facility. The ess in-service has yet to be finalized.

Manufacturer narrative:
Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation; however, the device evaluation has not yet begun. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscope support specialist (ess) was dispatched to provide an in-service reprocessing training to the staff. To date, the ess visit has not yet been finalized. If additional information becomes available, this report will be updated accordingly.

Event description:
Olympus was informed that the scope tested positive for enterococcus faecium. No patient infections were reported.